Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular of an abdominal aortic aneurysm >50mm. It was reported approximately 2 years post the index procedure, a follow up CT scan identified neck dilation with a type ia endoleak. Per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Film evaluation summary: the exact cause of the events could not be determined; however, it is likely that there has been disease progression. Films prior to implant were not available, the anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. CT¿s returned from 27 months post-implant revealed that an endurant iis bifurcate, endurant flared limb, and a non-medtronic stent graft system had been implanted in the patient. The max diameter aaa measured 100mm and both common iliacs were also aneurysmal. The endurant bifurcate was positioned 10 -15mm below the lowest right renal artery within the top of the aaa sac, and there was lack of proximal stent graft apposition within the aorta and a proximal type I endoleak was visible. The bifurcate proximal od measured ~37mm, and the aorta at that level was ~50mm in diameter. The infrarenal neck and aortic body were angulated at the gate ring ~80 deg a-p and 30 deg rt-lt; relative to the distal aorta. The films also revealed that the bifurcate ipsi limb on the left had been extended with an endurant flared limb; the left limb had evidently pulled out of the left common iliac and was currently positioned within the bottom of the aaa sac. A non-medtronic limb was seen having been placed within the left limbs, from the bifurcate flow divider extending distally into the left external iliac; bypassing the left internal which had been coiled. A non-medtronic limb had also been placed into the bifurcate gate and extended distally to the right common iliac, and a non-medtronic bifurcate had been implanted into the right/contra limb with the ipsi limb extending into the right external and the additional contra limb positioned into the right internal iliac artery. It is possible that disease progression (neck dilatation) and aneurysm morphology changes (neck angulation) may have contributed to the likely migration of the bifurcate and resulting proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.